Event description:
It was reported that the patient was seen by emergency medical services (ems) for loss of consciousness due to hypoglycemia. The patient reported falling from loss of consciousness. The patient refused to provide information on glucose levels or treatment provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.